Event description:
This complaint deemed reportable due to the fact that the problem description mentioned a rack falling. No pt harm was reported.

Manufacturer narrative:
(B)(4). This complaint deemed reportable due to the fact that the problem description mentioned a rack falling. No pt harm was reported. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.